Manufacturer narrative:
The failure(s) identified in the investigation is consistent with the complaint record. The device was examined by the producer stryker endoscopy, san josé (ca). T&e does neither have the equipment nor the electronics specialists for a comprehensive inspection of the generator: visual inspection: the sonicfusion console was received with the warranty seal broken. A dent on the back of the cover was noticed. Also scratches along with labels. Functional inspection: then a power cable was plugged in but the console was unable to power on. The main board was inspected for burnt components. None were seen. Also the flex cables that connect the main board and front board were verified to be properly seated. The root cause is the main board which could be due to a possible non-functioning component. Pac (product assessment center): review of CAPA database and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated non-function was addressed adequately. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "plugged in power cord for sonic anchor generator and it never powered up. Tried second power generator cord and still did not turn on".

Manufacturer narrative:
Correction - please refer to d9/h3.

Event description:
As reported: "plugged in power cord for sonic anchor generator and it never powered up. Tried second power generator cord and still did not turn on".